Event description:
It was reported that there was noise/oversensing seen on the atrial egm (electrogram) that appeared to coincide with ventricular pacing. The issue could not be reproduced with arm exercises or device manipulation, and a chest x-ray showed no movement of the lead, and no capped lead banging against the active lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 implantable pacing lead, (B)(6) 2013. (B)(4).